Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of our manufacturing records including sterilization found no anomalies. Based on the investigation performed, it does not appear that the infection is device related.

Manufacturer narrative:
The device was returned for analysis. Nevro is awaiting the analysis results.

Event description:
It was reported to nevro that a patient had acquired a staph infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The devices were explanted. Follow up report indicated that the patient has recovered without sequelae.